Manufacturer narrative:
Unit unable to prime during the prime/a33 test due to protruded/loose drive support disk. No a33 alarm. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tub lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. Advised insulin pump would be replaced. No additional information was provided.